Event description:
The manufacturer received information from the patient representative alleging that his dad's had breathing issue when using the device with signs of black substance accumulating in parts of the device. During the good faith efforts to get the device, the patient representative stated that the device would be returning for evaluation, and the patient was using the device for sleep apnea only. Other allegations include the discomfort in the respiratory tract while breathing, visualizations of particles in the water tank. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information from the patient representative alleging that his dad's was having a breathing issue when using his device with signs of black substance accumulating in parts of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported: "the manufacturer received information from the patient representative alleging that his dad's was having a breathing issue when using his device with signs of black substance accumulating in parts of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. In the previous report, the UDI was omitted; it has been completed in this report. In addition, the following codes: evaluation method, evaluation results, component, and conclusion code.